Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, non-sustained rv oversensing was observed while performing autocapture threshold test. Review of session records revealed that the device intermittently failed to detect loss of capture which led to oversensing detection. Autocapture was disabled. Patient&#38112;condition was good.